Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, stress marks assessed as non penetrating nicks and broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a broken shell with sharp edge in the same location of crease assessed as fold flaw opening and a missing shell that is assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.